Event description:
Complainant alleged that during functional testing, the device shut off inappropriately and was not able to be powered back on. Complainant indicated that after changing the battery, the malfunction did not reoccur. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod for eval and this complaint is still under investigation.